Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) that replaced the o2-gas module, the air-gas module and the o2-sensor were replaced. The o2-sensor has not arrived for investigation. The air-gas module and o2-gas module were returned for investigation. The gas modules were installed in a reference system. The reported failure with fluctuations in the oxygen concentration was reproduced. During ventilation oscillations were observed on the ventilation curves. It was revealed in the production test system for gas modules that the oscillations were caused by the nozzle units in both gas modules. If oscillations happen during ventilation, the patient may receive a higher or lower amount of oxygen in the gas mixture than expected. A higher flow and pressure may also be generated. The received device log confirms the reported problem. Why the nozzle units were causing the oscillation, could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that ventilator generated many alarms due to high o2-concentration fluctuations, during patient treatment. There was no patient injury reported. (B)(4).